Manufacturer narrative:
(B)(4). Manufacturing date - march 2014. The device was returned and an evaluation was completed. The reported iipv event was identified in the event history log. A device history record review revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. It was determined that the cause of the iipv event was due to a false empty detect and use error, further specified as the initial drain alarm setting was inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 01:23:25. During night drain cycle one, the patient's ultrafiltration reading was 246ml, indicating the home patient drained 246ml more than their maximum programmed fill volume of 280ml. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.